Manufacturer narrative:
During inspection of the device involved in the event a functional and visual test was performed. The result was that the remote control did not work properly, and a sporadically unintended movement of the anti-trendelenburg function was observed. The cause of the issue was traced to a continuous signal from the remote control that resulted in the unintended movement. The continuous active signal from the remote control, which caused the table to move sporadically on its own, was traced to a hardware defect of the keypad membrane. The remote control was replaced and a functional check performed twice; no unintended table movement was detected afterwards. Based on this, no further actions are necessary. The jupiter operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. ¿ task-related patient transfer within the operating theatre. ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Although there was no reported injury with this event, if the report of a device moving by itself were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report that mobile column jupiter system 360 intermittently moves by itself. The process step during which this occurred was unknown. There was no patient injury or death reported with this event.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.